Event description:
The customer reported a problem with the left monitor. There were artifacts on the left workstation monitor.

Manufacturer narrative:
The ge service rep. Replaced the left workstation monitor, tested system. The system functions normally at this time.